Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette the correct amount into row h and no error message was given. A field service engineer was dispatched and could not duplicate the event. No death or serious injury was associated with this event.